Event description:
The technician alleged the head of the bed will not lower all the way down. No pt impact.

Manufacturer narrative:
The technician found that the magnet in the mattress had come out of the ticking and was stuck at the head weldment section. The technician replaced the mattress ticking and magnet to resolve the issue.